Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1006143. Medical device expiration date: 2021-12-31. Device manufacture date: 2021-01-06. Medical device lot #: 0352925. Medical device expiration date: 2021-12-31. Device manufacture date: 2020-12-17. Medical device lot #: 1006141. Medical device expiration date: 2021-12-31. Device manufacture date: 2021-01-06. Initial reporter state: address unavailable. Bd corporate state (B)(6) was used as its place holder. Investigation summary: bd had not received samples or photos for evaluation. Retain samples from bd inventory could not be evaluated as the expiration date had been exceeded. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of expired tubes. Bd was not able to identify a root cause for the indicated failure mode and makes no claims on the use of expired products. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the user stated the product was used after the recommended expiration date. The following information was provided by the initial reporter. The customer stated: customer used expired tubes. Approx 30 a day until tues 1/18, exp 12/31.